Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient suddenly stopped being able to hear with the device. Re-implantation is being considered.

Manufacturer narrative:
Damage to the lead wire of the conductive link likely caused by minute device mobility was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient suddenly stopped being able to hear with the device. The device has been explanted.